Event description:
It was reported via repair work order that the brake had reduced force due to worn/damaged casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.